Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was having technical issues and the customer would like to get assistance with basal delivery and suspend features. Customer states they suspended the pump a few times and did not notice the confirmation screen to resume basal. Customer then woke up the following morning having a hyperglycemic episode that took several hours to come into a range that the meter could read. Customer did not indicate how they treated the high reading. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.